Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly in the hospital and unconscious prior to passing. It was reported that hospital staff was present and attempted to resuscitate the patient. Prior to passing, the patient received six treatments from the lifevest. At 12:21:47, the first treatment was delivered. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) and the post-shock rhythm was obscured by CPR and motion artifact. At 12:56:12 am, the patient received the second treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post-shock rhythm was vf with motion artifact. At 12:56:39, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was obscured by CPR and motion artifact. A non-treatable rhythm was declared by the lifevest at 12:57:13 am. At 12:57:51 am, an arrhythmia was declared by the lifevest. The patient's ECG shows that the patient was in vf. At 12:58:22 am, the fourth treatment was delivered. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vf. At 12:58:46 am, the fifth treatment was delivered by the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vf. At 12:59:28 am, the sixth treatment was delivered by the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was an idioventricular rhythm at 90 bpm. From 12:59:30 to 1:23:33 am, the patient's rhythm was an idioventricular rhythm at 90 bpm with a varying heart rate. From 1:25:40 to 1:27:11 am, the patient's rhythm was an idioventricular rhythm at 90 bpm with a varying heartrate degrading to vf with response button use. The patient remained in vf. The response buttons were pressed intermittently until the electrode belt was disconnected at 1:32:38 am. The device properly detected vf from approx. 01:25:40 until the electrode belt was disconnected at 01:32:38 am on (B)(6) 2019. However, varying hr, varying amplitudes, and rb use prevented the patient from being treated by the lifevest. The device acted as designed and was able to deliver 6 appropriate treatments to the patient during vt or vf. There is no indication of any device malfunction that caused or contributed to the patient's death.